Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's death. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer has passed away. The cause of death was a coronary issue. The death was not diabetes related at all. He went into the hospital on (B)(6) and died there on (B)(6) from a heart attack. He was a type 1 diabetic and had cardiac issues both of which he was taking medication for.